Manufacturer narrative:
The device has been returned and evaluated by product analysis on 08/11/2014 with the following findings: during testing, the display was dim and discolored. The leak test failed due to a display lens leak. The pump was opened and there was evidence of moisture corrosion inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (cloudy w/ moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.